Manufacturer narrative:
The customer tightened the cleaning mechanism screws. Also, the customer found the sample racks were warped and the rack movement was "rickety" when the racks were being returned from measurement. The field service engineer found the sample probe was clogged and the naoh-d solution had a cracked tube. He replaced the affected parts and performed reproducibility testing with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable calcium results for one patient tested on a cobas 8000 c 702 module. The patient's initial calcium result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample. The patient's initial calcium result was 5.4 mg/dl, and the patient's repeat calcium result was 8.4 mg/dl. The calcium reagent used for patient testing was a non-roche reagent, shino test. The calcium reagent lot number was 532735 with an expiration date requested but not provided.